Event description:
Customer reported that pump screen was dark and wouldn't turn on. There was no reported impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.